Event description:
A malfunction alarm was reported by the customer. The customer's blood glucose level did not exceed 500 mg/dl, indicating that there was no adverse impact. Technical support provided the customer with pump reset information and assisted in resetting the pump. The issue did not recur after the reset, and the customer was instructed to continue using the pump and to call back if the malfunction code reappears.